Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the connection became loose between the transfer set and titanium adapter. There was no report of patient injury or medical intervention associated with this incident. Additional information was requested, but is not available.